Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary 4-1 enhanced half-height drawer had multiple failures in different drawers. A field service engineer replaced the retractor due to wear and black marks and reseated the rowboard cable into the drawer controller, as well as the rowboard cable into all cubie trays to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the auxiliary drawer had failed. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. There were no adverse events or injuries reported based on this event.